Event description:
It was reported that the patient had "pain on one edge" of the pump and it was "swollen on top of the pump". This occurred following a new pump and catheter implant. The managing healthcare provider stated it was fine; the primary care provider stated that it could be a possible infection. Per the reporter, the managing hcp was to order blood work; at the time of this report this had not been done. The patient status was reported as "good". The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states that customer's sister reportedly received the following results on the aviva system within 10 minutes: 204 mg/dl and 106 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.